Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated ¿restart¿ alerts with an associated ¿unable to proceed¿ message during rewind while the reservoir was empty, and a replacement device was issued; the user experienced elevated blood glucose while troubleshooting and transitioned to backup therapy. Symptoms included feeling ¿out of it¿ and not feeling right. Outcomes included hyperglycemia with a reported peak of 398 mg/dl lasting approximately three hours, without medical intervention or assistance, and no reported ketone testing at the time of the call. Investigation included review of device alarm history and shipping a replacement, with instructions to shut down the device, return the original unit, and continue cgm use and backup therapy. Investigation of this case revealed recurrent restart alarms and inability to proceed during rewind consistent with a pump malfunction during setup or priming. It was concluded, based on previously established findings for similar reports, that the cause was due to an assembly error during the manufacturing of the device.